Manufacturer narrative:
The reported event of the right atrial (ra) setscrew not tightening and the click sound of the torque wrench not heard was confirmed. Analysis of the sbp pacemaker found that the torque wrench was being inserted into the ra setscrew inset without being aligned. Due to the wrench being inserted at an angle, the wrench could not engage the setscrew inset to tighten the setscrew. The ra setscrew was also rotated out of the connector block socket as received, making it difficult to re-engage the setscrew to put it back in the socket to tighten it on the lead. Since the wrench was not tightening the setscrew, it did not click. Regarding the reported sensing issue, electrical testing found the pacemaker sensed normally. The issue in the field was most likely caused by not being able to tighten the setscrew to connect the lead. Regarding the muscle stimulation, analysis of the device image (entire memory contents) showed that the device was programmed to unipolar pacing mode during implant. Unipolar pacing may cause muscle stimulation in some patients.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant, the atrial lead could not be inserted in the header of the device and there was loss of sensing. A different device was used to resolve the event. The patient was stable following the procedure and there were no adverse consequences.